Manufacturer narrative:
The reporter¿s complete address was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that the ball bearing fell from or dropped out of either the craniotome or the attachment device. It was not clarified which device malfunctioned. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the bearings were worn. The assignable root cause was determined to be due to wear from normal use and servicing. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.